Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 9/16/2013 with the following findings: visual inspection of the pump showed some cosmetic defects. Investigation revealed that the ¿ok¿ button was peeling and responding intermittently while the ¿up¿, ¿down¿ and contrast buttons were responding properly. Upon removal of the keypad, the ¿ok¿ button contact was found to be inverted.